Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent foreshortening occurred. The 70% stenosed target lesion was located in the moderately tortuous and non-calcified left subclavian vein. A 10x69x75/ iliac 6f wallstent¿ rp endoprosthesis was advanced and successfully implanted. However, it was noted that stent foreshortening occurred. Subsequently, a 10x49 wallstent was deployed to complete the procedure. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it was alleged that the stent was damaged, however, the stent was not returned for analysis. A visual and tactile examination of the delivery device identified an outer kink 30mm distal from base of valve body. There was evidence of device use as blood was identified on the stent cup and the stent holder; however a visual inspection of the stent cup and stent holder identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 70% stenosed target lesion was located in the moderately tortuous and non-calcified left subclavian vein. A 10x69x75/ iliac 6f wallstent¿ rp endoprosthesis was advanced and successfully implanted. However, it was noted that stent foreshortening occurred. Subsequently, a 10x49 wallstent was deployed to complete the procedure. No further patient complications were reported and the patient's status was good.